Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh explant on (B)(6) 2006 for erosion. The patient underwent mesh revision on (B)(6) 2006 for recurrent sui. The patient underwent a total abdominal hysterectomy, bilateral salpingo-oophorectomy, birch cystourethropexy and incidental cystotomy repair on (B)(6) 2010 for uterine fibroids with sui. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence and dyspareunia. (B)(4).

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006, and mesh was implanted; and on (B)(6) 2006, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.